Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
It was reported to vyaire medical that the ventilator hose fell off and the patient heart stopped by the time anyone was able to respond to the alarm. They gave the patient CPR (cardiopulmonary resuscitation) and brought her back.